Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely tortuous circumflex (cx). The physician used an extra long sheath due to the tortuosity of the lesion. The shaft straightened out the lesion, but the shaft of the 3.00 x 8 mm taxus express2 drug eluting stent broke in half. The physician was able to remove the broken catheter successfully and completed the procedure with another of the same device. The pt condition is listed as okay.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.